Event description:
Customer called to report that no foam reagent from the unicel dxc 600i synchron access clinical system had leaked into the hydropneumatic compartment. The customer technical specialist assisted customer with troubleshooting the instrument; however, the issue required a field service engineer (fse). On the same day, the fse inspected the instrument and found that the y-fitting was broken. The fse replaced the y-fitting, and tested instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that no erroneous patient results were generated as a result of the instrument issue. No effect to patients or instrument users was reported.

Manufacturer narrative:
The no foam reagent leak was caused by a broken y-fitting. The leak issue was resolved when the field service engineer replaced the y-fitting. (B)(4).